Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that the pt was outside the physical recommendation for an aaa device.

Event description:
Pt had gone in for aaa repair in 2007. The pt was outside of the instructions for use booklet with a very angulated neck but the physician wanted to implant the graft anyway. The physician implanted one flex main body graft and two iliac leg grafts. The next month, pt presented to the emergency room and was very hypertensive (bp 220/170). Imaging showed that she had a proximal type I endoleak. The graft was explanted. By monday, the pt was reported to be up walking around, eating and wanting to be discharged.